Manufacturer narrative:
One level 1 hotline low flow system was received for evaluation in brand new condition. The tank was filled with water, a disposable was attached, the line cord was plugged in and the device was switched on. After the start button was push, the check disposables led came on. And for this reason, it is possible that the customer had mistook the led symbols because they look the same. The reported issue was able to be duplicated. The microswitch was defective because the mental tongue was a little bent. A small rework of the microswitch was done to resolve the issue.

Event description:
Information was received indicating that a smiths medical fluid warming device was alarming for "water level" appears and does not go away. Liquid was not detected. There was no patient present at the time of the event. There were no reported adverse events.